Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge¿ balloon catheter was used to dilate the lesion. Upon the first inflation, the physician felt something. The device was removed and the physician found out that the shaft of the device "snapped". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable with no clinical event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen. The balloon was bunched up. The hypotube shaft was completely separated 84.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was used to dilate the lesion. Upon the first inflation, the physician felt something. The device was removed and the physician found out that the shaft of the device "snapped". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable with no clinical event.

Manufacturer narrative:
(B)(4).